Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a critical pump error. The patient's blood glucose at the time of incident was 101 mg/dl. Troubleshooting was initiated for the critical pump error and it was confirmed that the device received a red x on the display. The insulin pump was not bumped or dropped prior to the alarm. No other alarms preceded the critical pump error. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump powered up properly after battery installation. No critical pump error alarms were noted. The pump was received with operating currents within specification and passed the self test, rewind, prime/seating, basic occlusion, occlusion, force sensor displacement tests. The pump had minor scratches on the display window and case.